Event description:
Reportable based on device analysis completed on 04-jan-2024. It was reported that difficulties in tracking over the wire were encountered. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a shaft hole.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon was tightly folded. At 2mm proximal to the bicomponent weld of the device, the inflation lumen was punctured. At 4mm distal to the bicomponent weld of the device, for a length of 1mm, the guidewire lumen was buckled, punctured, and prolapsed.

Manufacturer narrative:
H6 evaluation conclusion codes: corrected. Device evaluated by manufacturer: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon was tightly folded. At 2mm proximal to the bicomponent weld of the device, the inflation lumen was punctured. At 4mm distal to the bicomponent weld of the device, for a length of 1mm, the guidewire lumen was buckled, punctured, and prolapsed.

Event description:
Reportable based on device analysis completed on 04-jan-2024. It was reported that difficulties in tracking over the wire were encountered. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a shaft hole.